Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Product information was not provided, so manufacture date could not be determined.

Event description:
The customer thinks she accidentally swallowed a contour next test strip when she put the food she was eating near her blood testing supplies. It scratched her throat. She looked for the strip but could not find it, so knew it was in her food. Customer mentioned no ill effects and she felt fine. Product was not replaced.